Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per the tandem user guide: "always confirm that the decimal point placement is correct when entering your personal profile information. Incorrect decimal point placement can prevent you from getting the proper insulin amount that your healthcare provider has prescribed for you."

Event description:
It was reported that the customer entered 5 units of insulin instead of 0.5 units due to user error. Additionally, the customer entered a 1:168 insulin sensitivity factor instead of a 1:68 due to user error. The customer experienced a low blood glucose (bg) level of approximately 50-60 mg/dl. Customer delivered glucagon shot and consumed carbohydrates to address low bg. Recommendation was made to consult with a healthcare provider regarding diabetes management.